Event description:
Information was received indicating that this pump restarted when it was bumped. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received on 13-dec-2018 that this event occurred during testing and there was no patient involvement. One cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of reported problem. The pump was visually inspected and was tested for any signs of function and pressure failure. The customer's reported problem was not verified. No signs of the customer's pump restarting or shutting off was detected when bumping the pump. Based on the event history log, the pump's battery contacts, positive and negative wires was replaced as a preventive measure. The root cause of the reported problem is unknown.